Manufacturer narrative:
The monitor and electrode belt have been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 12/26/2019, belt 02/15/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away at home on (B)(6) 2021. It was reported that the patient's spouse removed the battery to prevent the lifevest from delivering a shock. Per clinical review of the available ECG recording, the device was started up at 17:25:18 on (B)(6) 2021. The patient was in af with rvr at 150 bpm with varying heart rate between 20:22:18 and 20:22:48. The patient was in af with rvr at 180 bpm with nsvt at 22:18:30. The patient's rhythm then transitioned to vt at 200 bpm before self-converting to af at 140 bpm by 22:19:38. The lifevest properly detected the vt arrhythmia, but the rhythm self-converting prevented the lifevest from delivering a shock. The patient's rhythm transitioned to vt at 200 bpm with motion artifact at 22:20:19. The device was shutdown at 22:21:01 on (B)(6) 2021. The lifevest properly detected the vt arrhythmia, but the device shutdown prevented the lifevest from delivering a treatment.